Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause was not able to be isolated as unit was not evaluated. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27.7c, flow rate (fr) was 1.1lpm, water level was 5, heater command 53 percentage, outlet monitor temperature (t1) was 27.5c, chiller temperature (t4) was 8.7c, mixing pump command (mpc) was 0 percentage. As they started further troubleshooting, they were unable to continue at this time due to staffing constraints. Explained this issue would not resolve on its own so they would need to contact when had time to complete troubleshooting. No further calls from this customer.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27.7c, flow rate (fr) was 1.1lpm, water level was 5, heater command 53 percentage, outlet monitor temperature (t1) was 27.5c, chiller temperature (t4) was 8.7c, mixing pump command (mpc) was 0 percentage. As they started further troubleshooting, they were unable to continue at this time due to staffing constraints. Explained this issue would not resolve on its own so they would need to contact when had time to complete troubleshooting. No further calls from this customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.